Event description:
In the cardiac catheterization lab, after deploying coronary stents, physician was unable to recross with balloon. Turnpike catheter inserted to cross stented lesion. Tip of turnpike catheter broke off and remained in distal diagonal coronary artery. Blood flow was not impeded. FDA safety report ID # (B)(4).